Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's external unit are frayed and causing sparks. The patient was not harmed by the sparks and reported that they experienced a spark from the home outlet as well as from where the cord that connects to the box. Reportedly, the cause of the problem was determined to be frayed power cords. Issue was resolved by replacing the unit.